Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The patient reportedly arrived at the clinic a couple of weeks ago with redness and some tissue thinning around the generator. There were no additional adverse patient effects reported. This rv lead was explanted.